Event description:
Reportedly, after firing, the instrument cut but stapled only half way. Excessive bleeding occurred from the renal artery. From the time of resection of the renal artery to removal of the kidney was approximately 16 minutes. Converted to an open procedure.